Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on both leads. It was noted that this was a child dystonia patient and the lead extensions were secured using a cranial plate over the extension connection body, however, after x-ray imaging was performed it was revealed that the lead extensions had moved and were broken. The patient underwent a revision procedure where the lead extensions were replaced. The high impedances were resolved, and the patient was doing well postoperatively.

Manufacturer narrative:
Block h6 device code: imdrf device problem code a27 appropriate device problem term code not available was selected because no specific migration related code exists for lead extension devices. Block b3 date of event: approximated based on the date the manufacturer became aware of the event, exact event date is unknown.

Manufacturer narrative:
Correction to field h11: added additional related suspect device. Additional suspect medical device components involved in the event: model: nm-3138-55, serial: (B)(6), batch: 7127548, catalog description: 55cm 8 contact extension, UDI: (B)(4). The lead extensions are in transit and have yet to be received. As such, physical analysis has not yet been conducted in our laboratory. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states pain, headache or discomfort, transient or persistent, including symptoms due to neurostimulation and motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems are known risks with the use of deep brain stimulation (dbs). The lead extensions are in transit and have yet to be received. As such, physical analysis has not yet been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of patient experiencing dyskinesia is a known risk with the use of deep brain stimulation (dbs).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on both leads. It was noted that this was a child dystonia patient and the lead extensions were secured using a cranial plate over the extension connection body, however, after x-ray imaging was performed it was revealed that the lead extensions had moved and were broken. The patient underwent a revision procedure where the lead extensions were replaced. The high impedances were resolved, and the patient was doing well postoperatively. Additional information was received indicating that the specific issue the patient experienced was rapid jerking movements of the right shoulder increased and pain in the left posterior thigh. The serial numbers and implant dates of the lead extensions were obtained. It was also noted that no clear fractures were visible on the lead extensions in the x-ray imaging.